Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was pumping blood back into the IV line during therapy in the neonatal intensive care unit. The spectrum pump was infusing dextrose and electrolytes into an infant at 2.4ml/hr. Tubing was hung high. Pump was unplugged and then plugged back in during the infusion (programmed amount unknown). The noted IV set being used was 2c8858 (paclitaxel set). Patient injury or medical intervention is unknown.